Manufacturer narrative:
B5: the lens was removed and exchanged for another lens on (B)(6) 2024. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a toric iclimplantable collamer lens, in the patients eye in february 2024. The lens was reported as having zero vault and will be replaced. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A2: unk. A3: unk. A4: unk. A5: unk. A6: unk. B3: unk. D4: expiration date unk. D6a: unk. D6b: unk. H4: unk. Claim # (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a microcentrifuge vial, with residue on product. Visual inspection found no visible damage to the lens and residue on the lens. Dimensional verification was performed and the lens was found to be in specification. (B)(4).

Manufacturer narrative:
Corrected data: b5: the reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -11.00/+0.5/000 (sphere/cylinder/axis), in the patient's left eye (os) on (B)(6) 2024. The lens was explanted on (B)(6) 2024 due to low vaulting. The lens was replaced later that day for another same model/length but different power lens and the problem was resolved. The cause of the event was unknown. H6: health effect: impact code (f): 4627. Claim # (B)(4).

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).